Event description:
It was reported via a clinical study, that a 62 yo female patient, who had a right taa, underwent a revision procedure, approximately 7 years 11 months post the initial procedure to resect periarticular ossifications, (pao), and change the inlay. The tibial insert was exchanged without damage. Definitely not related to device but possibly related to the procedure. The outcome indicated resolved. No further information.

Manufacturer narrative:
D10: 350-02-03e - talus -right- sz 3 - EU: (B)(6), 350-32-03 - tibial plate mb sz 3 rt: (B)(6). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.